Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump with multiple daily injections (mdi) as a backup, while the technical support team resolved to send a replacement pump. The customer was instructed on the steps for handling the replacement, including storage mode and returning the faulty pump via ups, which they acknowledged.